Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that upon interrogation this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery message. Technical services (ts) stated that data was unable to be evaluated. No patient files from the clinic were able to be reviewed. The health care provider (hcp) noted that this patient does not want a device change out and prefers to have therapy turned off. Ts recommended patient and physician discussion. This s-ICD remains in service. No adverse patient effects were reported.